Event description:
The pt has 2 leads (from the same lot) implanted as part of his scs system. The pt reported experiencing ineffective stimulation. Reprogramming was unable to resolve the issue. Te pt stated he has not used his system since (B)(6) 2012. The pt will undergo surgical intervention at a later date to address these issues.

Manufacturer narrative:
Sjm has limited info related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.